Event description:
Customer reported a cartridge change error with their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to inspect various components and follow specific procedures, but the issue persisted, requiring escalation to a higher support tier. Subsequently, a replacement pump was approved and sent to the customer, who was advised to use multiple daily injections as a backup therapy. The customer was informed about returning the faulty pump and programming the new one, and they acknowledged the instructions provided.